Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "placed (B)(6), no tissue adhesive, stat seal. (B)(6) retracted 3cm due to occlusion, suspected kink, resolved. On (B)(6), occluded again, feeling kink in arm under skin, one lumen open, purple occluded, pulled back again while flushing, opened at 2 more cm out. Evl now 7. May replace line or remove, awaiting plan of care plans. On (B)(6), c/s for occlusion. Per cxr on (B)(6) 2024 mispositioned/kinked. Spoke with provider, patient possibly going home on (B)(6) and will not need PICC. Per order, removed PICC. When removed, noted kink at 16cm."